Event description:
On 6/28/2023, it was reported by a sales representative via sems that qty. 2 of an abs-10061t angel prp kit had an issue during a prp procedure on (B)(6) 2023. Two separate angel prp kits would not seat properly in the angel machine when attempting to spin down a patient's blood for the prp. The facility threw the kits away. This occurred during use with no patient harm. Additional information has been requested. On 7/25/2023, the sales representative stated via email that the prp procedure was completed by opening a new kit and drawing more blood.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device. Per dfu-0260-r0; instruction for use: "loading the variable volume separate chamber should always be the first step in the setup process. Loading the variable volume separation chamber and pressing down on the separation chamber plate will remove the excess air volume from the chamber. If the excess air is not removed, the separation chamber plate will not load properly."